Event description:
It was reported that the pump reset unexpectedly. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided. Customer declined to complete troubleshooting with tandem technical support.